Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the connection between the water feedset tube and water bag spike of an mr290v was damaged. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that there was a break in the feedset tubing at the connection to the water bag spike. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot number 130814. Conclusion: the damage appeared to be caused by the tube being pulled away from the water bag spike, possibly due to the feedset being caught or under tension. This is evidenced by the rough break. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). Additionally, all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the subject mr290 was released for distribution. The user instructions which accompany the mr290 autofeed humidification chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).